Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2400 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the first try to pass the PICC, the nurse found some difficulty to perform it and had to remove the catheter. Before the second attempt of inserting the PICC, it was performed a flush in the material and it was noticed a micro-hole in catheter extension, followed by a rupture in hub.